Manufacturer narrative:
Method: the device history record (DHR) review for the suspect lot is currently in progress. The suspect part has been returned and undergoing eval. Results: there are no results available as the investigation and eval is currently being conducted. Conclusions: the device is undergoing an eval but has not yet been completed. At the time of completion, a supplemental report will be submitted. Info from this incident will be included in our product complaint and MDR trend reporting system. Add'l investigation may arise from ongoing analysis, trend info, or other analysis as appropriate.

Event description:
Fill volume: na. Flow rate: na. Procedure: na. Cathplace: na. (Nurse (B)(6)): a customer reported that 3 people got shocked when using a stimulation, including a pt and 2 nurses. Per hospital policy of the location where problem occurred, pt and procedure related info will not be provided to I-flow. Reference: 22026095-2014-00079/(B)(4).